Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-feb-10: (B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  for the past 2 months, they've been having issues with their external devices and that they couldn't hold their bladder but now it wasn't working at all. Patient stated the communicator light kept flashing blue. Patient services asked the patient if they'd had a fall or trauma and the patient stated no, but they thought maybe the implant had moved, and that's why they weren't able to connect to their settings. Patient services had the patient confirm the communicator (asked patient multiple times to read sn of communicator but patient did not provide sn) was unplugged but the light was flashing blue and the handset kept powering on and off. Patient services reviewed with the patient they needed to find a charging cable to charge the handset so they could power on the handset and access the mytherapy app. Patient was able to locate a charging cable and plug the handset in and the handset was at 0% charge. Patient was able to power up the handset and patient services walked the patient through pairing the handset and communicator. Patient initially got 'not found" but then the communicator light went solid blue and the handset showed "search for device. Place the communicator over the device." Patient then placed the communicator over their ins site and they received 'device not responding. ' patient stated they felt a knot on their butt and they put the communicator over that knot but they stated maybe it was moving under the skin. Patient said they also felt something next to the "knot" so they placed the communicator over that, but they continued to receive 'device not responding." Patient services reviewed the meaning of the message with the caller and reviewed battery longevity considerations with the caller, explaining to the patient their ins battery may have reached end of life. Patient stated they thought the ins battery was dead. The issue was not resolved through troubleshooting. The patient was redirected to follow up with their managing health care provider to check the implanted system. Patient stated they could call their managing healthcare provider. Patient services wanted to note that this patient was very difficult to follow and wasn't always saying what they were doing as they did it. Patient services did their best to assist the patient and document reported information. Documented reported event. No further action was taken by patient services.